Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during preparation for a carotid artery stenting procedure there was difficulty flushing the catheter. The carotid wallstent was successfully flushed one time with heparinized saline. However, on the second flush it was not possible to remove all of the air from the device. The procedure was completed with another carotid wallstent. No patient complications were reported and the patient status is good.